Event description:
A pt reported experiencing inaccurate erratic results with an otbe meter. The pt's blood glucose results were 70mg/dl, 155mg/dl, 129mg/dl. Tests were done within <10 minutes with a difference of 43%. Pt did not experience any adverse events. No further info has been reported.